Manufacturer narrative:
H3/h6: the system was serviced in the field and failed testing. The generator was not ready due to a defective power supply. The power supply was replaced and the failure was resolved. Codes b01, c02, and d02 are applicable. The power supply was returned and analyzed. Analysis found that the power supply failed visual inspection. Electrical components on the power supply were electrically overstressed and it was unable to be tested. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6). This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) did not start correctly. It was noted that everything booted up, but the system/pendant only got as far as "initialization, please wait..." The system was not able to move past that. There was no patient involvement.